Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a patient with overcorrection with after surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change and scanner test, performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows sixteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment for the right eye was performed successfully without interruption. The user has not performed an energy check before this patient. No technical problem can be identified during logfile review. Further information was requested, but not provided. Without additional information root cause analysis can not be performed. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).